Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at proximal end near the main tube and roll gear junction. The instrument failed the electrical continuity test. No signs of thermal damage were observed. There is obvious damage to the conductor wire. One of the conductor wires was found broken inside the housing at the proximal end. The complaint regarding energy transmission was inconsistent was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument energy transmission was inconsistent, starting and stopping intermittently. I tried using a different line, but the same issue occurred. There were no other problems during the surgery. The procedure was completed with no reported injury.